Manufacturer narrative:
The pump alarmed compromised force sensor system error during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the stop current, run current and displacement tests. Unable to perform the self-test, unexpected restart, off no power, occlusion and no delivery alarm tests due to the alarm. The pump had a cracked case at the display window corners, reservoir tube, minor scratches and a cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump was damaged. Caller stated that the insulin vial would not fit the tubing. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.